Manufacturer narrative:
The cutting forceps hand piece has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the cutting forceps hand piece started activating on its own without the blue activation button being depressed. The hand piece was not used on the patient. A different hand piece was used to complete the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The reported event was confirmed. The forcep was plugged into the test esg-400 generator and a ¿data transfer" error displayed immediately. The error was cleared and the blue coagulation button was tested and revealed a hair trigger in which a very light touch was required to activate the coagulation function. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.